Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff component of the blue line ultra tracheostomy tube had an air leak. A replacement tracheostomy tube was placed in the patient.

Manufacturer narrative:
One used sample was returned for evaluation. The returned device was given functional testing: a syringe was attached and the cuff was filled with air as per device instructions. The cuff was found to fully inflate with no leakage detected. The device was left with cuff inflated for 24 hours; no leakage occurred during the extended testing. The reported issue could not be confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly and cuff inflation. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The root cause could not be established; the returned device was found to meet with specifications.